Manufacturer narrative:
The device, intended for use in treatment, was returned for evaluation. The stated failure mode was confirmed through a visual inspection of the returned journey fem impact bumper lt that one of the pegs is broken off the bumper. The broken peg was returned with the device. This instrument exhibits signs of significant use and wear. A review of complaint history did not reveal additional complaints for the listed batch. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that after a tka procedure, journey femoral left impact bumper broke during disassembly for cleaning. No patient or procedure involved, therefore, no delays or injuries reported. No backup device needed, procedure completed successfully.